Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290v humidification chamber was leaking. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is therefore based on information provided by the customer and our knowledge of the product. The customer had informed us that the chamber was used for eight hours respectively before it was leaking between the chamber dome and the base. While we are unable to conclusively determine the cause of the damage, previous investigations into this type of failure have shown that in some therapies the ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. Set appropriate ventilator alarm. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290v humidification chamber was leaking. This was found before patient use. No patient consequence was reported.